Manufacturer narrative:
The reported complaint of r wave undersensing was confirmed. The cause of the event is r wave sensing max sensitivity programming and small r wave amplitude during sinus beats.

Event description:
It was reported that the patient presented remotely via merlin.net transmission. Transmissions showed the patient¿s implantable cardiac monitor (icm) had under-sensing due to decay delay. Programming changes were made remotely. The clinic will continue to monitor the patient. The patient was stable.